Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 04/30/2021: section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using a penumbra engine (engine) and lightning aspiration tubing (lightning). During the procedure, after approximately ten minutes of use, the lightning microprocessor light suddenly turned off and aspiration ceased. A new lightning device was opened and connected to the engine; however, the lightning device would not power on. The engine was then power-cycled, plugged into another outlet, and the power cord was exchanged for a new one; however, the issue with the lightning was unresolved. Therefore, the lightning was removed. A new lightning was used; however, this lightning had the same issue. It was later determined that the issue was with the engine; therefore, the engine was removed. The procedure was completed using a new engine, the same canister, and the second lightning device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product serial number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using a penumbra engine (engine) and lightning aspiration tubing (lightning). During the procedure, after approximately ten minutes of use, the lightning microprocessor light suddenly turned off and aspiration ceased. A new lightning device was opened and connected to the engine; however, the lightning device would not power on. The engine was then power-cycled, plugged into another outlet, and the power cord was exchanged for a new one; however, the issue with the lightning was unresolved. Therefore, the engine was exchanged for a new one and the same penumbra engine canister (canister) was used with the new engine. It was reported that the issue resolved. The procedure was completed using the new engine, the same canister, and the second lightning device. There was no report of an adverse effect to the patient.